Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been a non-deployment event due to an obstruction of the distal tip resulting in a pullout and manual compression. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the customer deployed the angio-seal device on the patient and the device had an issue. They opened a new box with a different lot and that device worked. The doctor deployed the angio-seal and it did not work at all. The patient continued to bleed. The doctor stated that it was like there was no collagen deposited. They opened one of the samples together from the same lot/box to look examine and deploy and it worked fine. The estimated blood loss was less than 250cc. Additional information was received on 30aug2023: the issue with the angio-seal device occurred on (B)(6) 2023. The procedure was a peripheral intervention for peripheral artery disease (pad) procedure using a 6fr procedure sheath size. The angio-seal was deployed however, no hemostasis occurred. A pre-deployment angiogram was performed. Hemostasis was achieved by holding manual pressure. The patient was stable.